Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the second fire almost in the antrum of the stomach, the stapler was able to fire, there was poor staple formation. While the doctor was ready to fire and squeezed the first time and suddenly the stapler stopped and the jaw of the cartridge opened and the six staples fell down on the stomach and it was open staples. The staple line was incomplete distally. They used another cartridge and suturing was done to complete the case. The patient was hospitalized for two weeks. Surgical stent was done because of leakage post operatively.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led a photographic evaluation of one video of one device. A visual inspection of the returned video noted that the loading unit can be seen clamping on tissue. The loading unit then is attempted to be fired, resulting in an incomplete firing stroke. The tissue was then removed from the loading unit and unformed staples in tissue can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.